Manufacturer narrative:
Please note that serial # was updated.

Event description:
Complainant alleged that 14 batteries were unable to hold a charge. No adverse patient sequelae was reported. Customer was unable to provide any additional details.

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Please see the following related MFR reports: 3010617000-2014-00556 autopulse li-ion battery with sn unk; 3010617000-2014-00557 autopulse li-ion battery with sn unk; 3010617000-2014-00558 autopulse li-ion battery with sn unk; 3010617000-2014-00559 autopulse li-ion battery with sn unk; 3010617000-2014-00560 autopulse li-ion battery with sn unk; 3010617000-2014-00561 autopulse li-ion battery with sn unk; 3010617000-2014-00562 autopulse li-ion battery with sn unk; 3010617000-2014-00563 autopulse li-ion battery with sn unk; 3010617000-2014-00564 autopulse li-ion battery with sn unk; 3010617000-2014-00565 autopulse li-ion battery with sn unk; 3010617000-2014-00566 autopulse li-ion battery with sn unk; 3010617000-2014-00567 autopulse li-ion battery with sn unk; 3010617000-2014-00568 autopulse li-ion battery with sn unk.